Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with deep vein thrombosis and pulmonary embolism had a vena cava filter deployed. Post deployment venogram demonstrated the filter slightly tilted towards the right below the renal veins. The venogram also demonstrated mobile thrombus in the distal end of the inferior vena cava (ivc) at the bifurcation, and thrombus in the left common iliac vein and right common iliac vein. Approximately one week post filter deployment mechanical thrombectomy of the ivc, left common iliac and external iliac vein was performed resulting in improved flow. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for tilted filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment, the filter tilted and embedded in the wall of the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.